Event description:
Per the clinic, the patient experienced pain, sudden shock, dizziness, redness under the coil, headache, droning tinnitus, sore and inflammation. Subsequently, the patient was treated with steroid (specific date, type and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.